Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 5 cm abdominal aortic aneurysm. It was reported that a recent CT demonstrated that the patient has disease progression, aortic neck dilatation, and iliac aneurysm expansion from 19 mm to 26 mm, due to a type ii endoleak. It was reported 44 months post stent graft implant, the CT revealed the stent graft has migrated distally 12 mm, with no evidence of endoleaks. The patient will be treated within a few weeks with a talent aortic cuff as a precautionary intervention. The patient will be monitored regarding the type ii endoleak. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Evaluation: results: migration. Disease progression, aortic neck dilatation, and iliac aneurysm expansion from 19 mm to 26 mm due to a type ii endoleak. Conclusions: disease progression, aortic neck dilatation, and iliac aneurysm expansion from 19 mm to 26 mm due to a type ii endoleak. Secondary intervention. Type ii.